Event description:
Information was received from a health care professional (hcp) via a company representative regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported the patient had the full implant the day prior to report, stage 1 and 2. The procedure went well and was successful. After anesthesia, the physician had attempted to wake the patient and was unsuccessful. A CT scan was performed and the scan showed a deep brain bleed. The patient was in a coma.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.